Event description:
It was reported that the atrial lead exhibited noise. A lead insulation break or fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.